Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 24 march 2017. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a electrode and probe placement, the viewing station of the imaging system became unresponsive. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: at the time of reported issue, a forced reboot of the system resolved the system unresponsiveness. Software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided - no logs were available for analysis following multiple attempts.